Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately high compared to their feelings and/or normal results. The complaint was classified based on the initial call recording which the medical surveillance specialist (mss) listened back to. The patient stated that the alleged inaccuracy occurred at 4pm on (B)(6) 2016. At this time the patient obtained a blood glucose result of ¿474mg/dl¿ with the subject meter. The patient manages their diabetes by self-adjusting their insulin dosage and stated that in response to the alleged product issue the patient increased their dosage of an unspecified type of insulin by an unspecified amount. The patient stated that 10 hours later, at 2am on (B)(6) 2016 they developed the symptoms of ¿sweating, jittery, nervous and hungry¿, which they associated with having low blood glucose levels. In response to these symptoms the patient self-treated by consuming 2 glasses of orange juice and some chocolate. This was in response to a subject meter reading of ¿49mg/dl¿ which the patient also obtained at 2am. At the time of troubleshooting the cca noted that the unit of measure was set correctly on the subject meter and the patient did not have control solution available to walk through a control solution test. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them suffering symptoms suggestive of serious injury after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.